Event description:
It was reported that the motor of a medfusion® 3500 syringe pump was not running. No injury was reported.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The returned device was found to give a "motor not running" alarm message during testing. The internal examination of the device determined that the main board was misaligned. This misalignment caused the u29 part of the main board to not recognize the motor worm coupling tip. The examination determined the component misalignment was consistent with the pump having sustained impact damage; likely due to having been dropped.